Event description:
The customer reported the operating system was not working. This issue will manifest itself as a no boot. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The corrupt files were removed from the system. The system was tested and found to be working as intended and returned to service.